Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed, and no anomalies were found. It was also noted that there was a set screw in the connector bore when the device was received. Concomitant medical products: 1580 competitor implantable tachy lead: (B)(6) 2003. (B)(4).

Event description:
It was reported that during an implant attempt the lead would not advance fully into the connector. It was reported that it seemed like there was an irregularity in the connector port preventing full insertion of the lead and causing a loose connection. The device was not used and was replaced. No patient complications have been reported as a result of this event.